Event description:
It was reported that, "the 54 mm expandable coupler broke when the doctor was implanting the cup. The doctor used the rim impactor and ball impactor to completely seat the cup."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.